Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of ventricular pacing was observed. The device system will be scheduled to be explanted due to loss of pacing and left subclavian vein stenosis. The patient was stable.

Event description:
New information received notes that the rv lead was explanted. The patient was stable before, during and after the procedure.